Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, although the device did remove a polyp, the snare would not cleanly cut through the tissue. The same issue was encountered when the physician attempted to remove a second polyp with the same snare. The complainant noted that snare loop would not smoothly extend or retract; it seemed to be getting caught. The physician removed the device and used a second captiflex standard oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, although the device did remove a polyp, the snare would not cleanly cut through the tissue. The same issue was encountered when the physician attempted to remove a second polyp with the same snare. The complainant noted that snare loop would not smoothly extend or retract; it seemed to be getting caught. The physician removed the device and used a second captiflex standard oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The returned device presented with a kink on the catheter proximal to the handle. Functionally, this kink prevented the loop from extending and retracting as intended, which could lead to the snare not 'cleanly cutting'. The condition of the returned device was consistent with the complaint of difficulties cutting and extending/retracting. The most probable root cause is operational context; if the handle of the device is actuated with a curve or kink in the proximal part of the catheter, the metal cannula guide hits against this sheath, causing issues with extension and retraction. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use for any damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.